Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported a 6 french ango-seal device did not deploy/set anchor as intended, therefore the collagen was not deployed. The sheath and entire device was removed from the patient. Manual compression was applied for 25 minutes and the patient gained hemostasis, and the patient was sent to recovery. The patient was stable, and there was no hematoma. There were no other devices or equipment used with the reported device. Blood loss was less than 250cc. Additional information was received on july 3, 2018. A femoral angiogram was performed, and assessment made was determined to be a good artery, and stick in the common femoral artery (cfa).

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. One used 6 fr angio-seal vip device was received for product evaluation. The device was received with a guidewire and the arteriotomy locator. The returned component was subjected to visual analysis. The carrier tube assembly was mated with the hemostatic sheath and the deployment sleeve was in the rear lock position with the color bands fully exposed. The anchor was not exposed at the distal tip of the hemostatic sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the hemostatic sheath revealed that the anchor was still present within the sheath and had not properly posted to the distal tip. The device was subjected to functional testing. The deployment sleeve was moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. Digital force was then applied to the anchor and the tamping mechanism deployed. There were no functional anomalies noted with the device. There is no evidence that this event was related to a device defect or malfunction. It is likely the device was not placed in the full forward lock position, or an obstruction to the anchor posting to the distal tip may have caused the reported event. The exact cause of the reported event cannot be definitively determined based on the available information.